Manufacturer narrative:
No patient injury was reported. Although additional treatment information was requested, there was no additional information made available from the customer site despite multiple requests. The device history record confirms that the product passed and met all requirements before releasing. If this incident were to recur, there is a possibility of patient injury leading to permanent impairment of a body structure and there this incident is reportable. If additional relevant data becomes available a follow up report will be submitted.

Event description:
It was reported that the electrode needle disengaged from the electrode holder and fell into the patient's mouth.